Event description:
This rv lead was implanted on (B)(6) 2007. A call to technical services on (B)(6) 2011 states that patient came into the ER for something non device related. They did however see loss of capture. Rep got there and could not reproduce. However, the 12 the md had did show loss of capture. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)